Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were two small air bubbles in the luer lock and patient line. The customer attempted to prime the air bubbles out; however, they wouldn't move. The customer's blood glucose level was not impacted.